Event description:
No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "no injury or medical intervention was reported." H2 correction

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm continued to provide him with unspecified low cgm values. The patient was self-treating with juice to correct for the low cgm values. At some point, the patient went to the emergency room for evaluation. At the emergency room, the patient¿s bg level was 719 mg/dl and the cgm was reading 48 mg/dl. The patient¿s cgm device was then removed. No other event details were provided including patient symptoms, any medication / treatment details or how long the patient was hospitalized. Attempts to reach the patient for further event information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.